Manufacturer narrative:
Additional information: g3, h3, h6. The device(s) were not returned for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is a user error applying excessive force to the device during use. The complaint allegation was confirmed based on the customer's attached picture, where the tip of the two drivers was displayed broken off.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/25/2024, it was reported by a sales representative via (B)(4) that (2) ar-8770-01 driver shaft broke. This occurred during a subtalar joint fusion on (B)(6) 2024 when inserting the screw the driver broke. All fragments were retrieved and the case was completed using the the solid driver.